Event description:
The nurse was walking by a room and noticed the parameter keys on the bedside monitor flashing (indicating an alarm condition). She went into the room and the baby's hr was 54 and spo2 was 56. Both keys were flashing but there was no audible alarm at the bedside or central. There is no information about the patient or the patient's outcome available.